Event description:
A biomedical engineer reported that poor aspiration occurred during a cataract with iol (intraocular lens) implant procedure. The procedure was able to be completed without harm to the patient. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem; no problem was found. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).